Manufacturer narrative:
Further information has been requested from the authority (anvisa) but no response has been received. The ventilator model, serial number, place of occurrence, date of occurrence and related causes has not been able to be identified. Since there is no provided information about the incident and the ventilator, it is not possible to confirm the reported event or determine any root cause. H3 other text: 4117.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that during the authority inspection ((B)(6)) at getinge office in (B)(4), getinge (B)(4) was informed by the authority (anvisa) that there had been an anonymous report of an adverse event (death) in connection with a ventilator unit. The device model, serial number, place of occurrence, date of occurrence and related causes were not identified. The final patient outcome was death. The patient information and date of death is unknown. Manufacturer ref.#: (B)(4).